Event description:
Caller alleged discrepant results compared with the lab. Results as follows: see scanned table.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: see scanned table. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For all 7 data sets except for data set #2, both inratio and lab values are not within the confidence limits for inr testing. For data set #2, the readings are considered accurate based on "area outside the acceptance region" table. The results are considered not discrepant within the context of the documented variability for inr testing. Therefore, further testing is not required at this time.